Manufacturer narrative:
Csz medical technical support received a complaint stating the device was not meeting the set point temperature during a procedure. No patient harm or injury occurred and the procedure continued successfully. The device was returned to csz for investigation. Csz found the 1250w heater to be inoperative. The heater was replaced and the device functions as designed.

Event description:
Cincinnati sub-zero medical technical support received a complaint stating the device was not meeting the set point temperature during a procedure. No patient harm or injury occurred and the procedure continued successfully. This report was filed in our complaint handling system as complaint (B)(4).